Event description:
A malfunction was reported on the pump, identified with a code. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset, and confirmed the malfunction code did not recur afterward. The customer was advised they could continue using the pump and instructed to contact support if the issue reoccurs.